Manufacturer narrative:
(B)(4).

Event description:
It was reported and confirmed in the event logs that a motor stall occurred with no motor stall recovery recorded. There were alarms. The logs were read "to have exceeded time limits". The pt had "slight" withdrawal symptoms from the underdose. The pump was removed and a new pump implanted. The pt recovered without sequela. The medication being delivered via the device system was compounded baclofen. A follow-up report will be sent when add'l info becomes available.